Event description:
During a coil embolization of an internal carotid-posterior communicating artery (not calcified and moderately tortuous) after sah, initially 3 coils were placed with no issues noted. Then, the 4th coil (orbit galaxy tight distal loop complex fill coil 6 x 15-640cf0615/15553816) was once placed in the aneurysm through an excelsior sl10 (mc) microcatheter but it turned out that the coil did not fit in the aneurysm for unknown reasons, and the repositioning of the microcatheter was required. However, while repositioning, the coil unraveled and the coil detached by separating into two pieces from the head piece, with the head piece still within the gripper. The mc, the delivery system and the separated (two pieces) piece coil, were all safely removed from the patient as a unit. When the product was out of the body, it was found that about 10 centimeter of the coil exposed from the distal tip of the mc. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. The syringe used with the galaxy was 635-002/96331156 but not detachment was attempted at the time of the event. The procedure was continued using a new microcatheter and new coil (cashmere), and was completed without any further issues.

Manufacturer narrative:
No patient injury was reported. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It was noted that during repositioning the galaxy, additional force and manipulation were utilized. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The galaxy and the syringe are going to be returned for evaluation, but there was no complaint against the syringe. No information was provided if there was positioning difficulty, if the correct coil size was used, or if there was any no resistance/friction between the coil and mc during the event. No additional information was provided. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 was received coiled inside of a plastic bag along with a syringe (635-002). The hypotube of the orbit was inspected and kinks were noted on it. The introducer was unzipped and in good condition. The support coil and gripper were outside of the introducer; the support coil and gripper were found in good condition while the embolic coil was separated from the headpiece and inside of a plastic container; the headpiece was still attached to the gripper. Some waves were found the product but apparently can occur during the handling of the unit when this was returned for evaluation. The gripper was inspected under microscope; it was confirmed to be in good condition. The headpiece was still attached to the gripper, and the soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The embolic coil was also inspected under microscope, it was confirmed to be separated from the headpiece and stretched; and the suture was broken. The suture seems to be elongated before breaking occurred. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as "unraveled/stretched-during placement and separated-in patient" were confirmed. The evidence of elongation on the suture suggests that excessive force was applied to the coil, causing the coil to break, separate from headpiece, and stretch; and also caused the suture to break. The cause of the kinks found could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevent these kinds of damages leaving from the facility. Procedural factors appear to be the cause for the reported complaint; therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was a coil embolization of an internal carotid-posterior communicating artery (not calcified and moderately tortuous) after subarachnoid hemorrhage (sah). Initially 3 coils were placed with no issues noted. Then, the 4th coil (orbit galaxy tight distal loop complex fill coil 6 x 15-640cf0615/15553816) was once placed in the aneurysm through an excelsior sl10 microcatheter (mc) but it turned out that the coil did not fit in the aneurysm for unknown reasons, and the repositioning of the microcatheter was required. However, while repositioning, the coil unraveled and the coil detached by separating into two pieces from the head piece, with the head piece still within the gripper. The mc, the delivery system and the separated two pieces of coil, were all safely removed from the patient as a unit. When the product was out of the body, it was found that about 10 centimeter of the coil was exposed from the distal tip of the mc. It was noted that during repositioning the galaxy, additional force and manipulation were utilized. The coil was not left in the aneurysm, while the mc was repositioned. The syringe used with the galaxy was 635-002/96331156 but no detachment was attempted at the time of the event. The procedure was continued using a new microcatheter and new coil (cashmere), and was completed without any further issues. No patient injury was reported. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No information was provided if there was positioning difficulty, if the correct coil size was used, or if there was any no resistance/friction between the coil and mc during the event. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 6 x 15 was received coiled inside of a plastic bag along with a syringe (635-002). The hypotube of the orbit was inspected and kinks were noted on it. The introducer was unzipped and in good condition. The support coil and gripper were outside of the introducer; the support coil and gripper were found in good condition while the embolic coil was separated from the headpiece and inside of a plastic container; the headpiece was still attached to the gripper. Some waves were found the product but apparently may have occurred during the handling of the unit when this was returned for evaluation. The gripper was inspected under microscope; it was confirmed to be in good condition. The headpiece was still attached to the gripper, and the soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The embolic coil was also inspected under microscope, it was confirmed to be separated from the headpiece and stretched; and the suture was broken. The suture seems to be elongated before breaking occurred. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching and separation of the coil from the headpiece were confirmed with analysis of the returned device. The evidence of elongation on the suture suggests that excessive force was applied to the coil, causing the suture to break, the coil to stretch, break, and separate from headpiece. The cause of the kinks found could not be conclusively determined, however, with review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Additionally, inspections are in place to prevent these kinds of damages from leaving the facility. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. Based on the report that additional force and manipulation were utilized to reposition the coil and the analysis of the returned device, procedural handling of the device and excessive force appear to be the cause of the reported event; therefore, no corrective actions will be taken at this time.